Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the cubies had damaged row board cables. A field service engineer replaced the row boards and retractor band to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer cubies did not detect on the communication bus, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.